Manufacturer narrative:
During follow-up, the patient said there was nothing wrong with the m14 units.

Event description:
Intermittent catheter patient (user) said he was recently treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient reported he took an antibiotic for 5 days, and the infection was resolved.